Event description:
It was reported that while stimulation was turned on, the patient had experienced "convulsions" which she felt from her mid-back to her feet and lead to loss of feeling in her legs causing the patient to fall. This had happened multiple times over the past couple of months prior to the report, and the patient was wondering if it was related to the spinal cord stimulator. There was no known accident or incident related to the event. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Product ID 39286-65, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted, product type lead, product ID 37743, lot#, serial# (B)(4), implanted, explanted, product type: programmer, patient: product ID 3550-39, lot# n293951, serial#, implanted: 2011 (B)(6), explanted, product type: accessory. (B)(4).

Event description:
Additional information received reported that the cause of the event was unrelated to the spinal cord stimulation device or therapy. It was noted that symptoms associated with the event were syncope and falls. The patient did not require hospitalization. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4): "evaluation summary" was checked in error and should not have been checked.